Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s representatives that ¿a lead poked a hole¿ and they had to drain the area around the patient¿s heart. It was noted that the patient was doing better and there was ¿no reason to think it¿s not working correctly or that the implant was the cause for the issues.¿ it was further reported that the patient later presented to the emergency room with shortness of breath and palpitations. A possible right ventricular (rv) lead capture issue was noted. In addition, there was a drop in right atrial (ra) lead impedance measurements. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event. It was further reported via follow-up communication with the physician that the patient experienced a moderate to large pericardial effusion during the implant procedure. A pericardial drain was performed twice. Since the implant the patient exp erienced more fatigue, shortness of breath with exertion resulting in the patient only being able to walk short distances. The patient also experienced mild chest tightness and discomfort at the implantable cardioverter defibrillator (ICD) implant site.

Event description:
It was reported by the patient¿s representatives that ¿a lead poked a hole¿ and they had to drain the area around the patient¿s heart. It was noted that the patient was doing better and there was ¿no reason to think it¿s not working correctly or that the implant was the cause for the issues.¿ it was further reported that the patient later presented to the emergency room with shortness of breath and palpitations. A possible right ventricular (rv) lead capture issue was noted. In addition, there was a drop in right atrial (ra) lead impedance measurements. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.